Event description:
I use the amo complete moisture plus contact solution. I bought a new bottle around may 15 or 16 and my eyes started itching and turning red. I really didn't think about the solution red. I really didn't think about the solution being bad, I just thought I might be getting an eye infection. So I used some antibiotic drops for a few days and it seemed to clear up. Then a few days later, my eyes started doing the same thing and I saw on the news this morning that the contact solution is being voluntary recalled. So I am worried now about my eyes. Frequency: daily. Dates of use: thirteen days in 2007. Diagnosis or reason for use: daily contacts.